Manufacturer narrative:
H6: investigation summary . Our quality engineer inspected the four photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review was not confirmed since the lot number was not provided. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Certificates of sterility are issued for these products when they meet internal acceptance criteria that meet required ansi/aami/iso standards. H3 other text : see h10.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems were involved with an adverse event without an identified device problem. The following information was provided by the initial reporter: complications occurred for a number of patients had when using the saf-t-intima catheter for a subcutaneous route. During the training sessions carried out in april and may 2021, we presented the handling of the device. During the april sessions all the carers handled the device. We indicated that it was necessary to respect the institution's antisepsis protocol. We indicated that it was important to rinse with 3ml of sodium chloride after the passage of glucose solutions and intermittent therapies. This is because glucose crystallises and causes redness and itching at the puncture site. Accumulation in the absence of rinsing causes an alteration in the state of the skin and can lead to necrosis, a fact mentioned during training sessions. Some nurses had told me during the follow-up training in may that rinsing was not done due to a lack of time or too heavy a workload. A meeting with the coordinating doctor of the ehpad services, 2 service managers, 2 pharmacists and an intern, 2 nurses of the operational hygiene team and myself allowed the presentation of the clinical context of the patients. 7 patients presented with hyperthermia on sunday 18/7 simultaneously on a wing of a usld service. The saf-t-intima catheter had been in place for 24 or 48 hours except for one patient who had had her catheter for 96 hours. Two reports of adverse events were made to the establishment's pharmacy for redness at the puncture site and hyperthermia. Of the 7 patients, 3 patients presented a positive ecbu. Two patients still have a large purulent abscess at the puncture site, including one patient who has two abscesses on two different sites (shoulder and thigh). The other patients had redness at the insertion point. Most of the fluids administered in this institution are glucose-containing fluids. The doctors do not wish to change the type of fluid because of the sodium chloride intake, which would be double the daily intake of a person on a normal diet. The batch number and expiry date of the catheters inserted were unknown. We met with two nurses from the department concerned and discussed care practices after the multidisciplinary meeting. The antisepsis carried out in this department is an antisepsis made with 70° alcohol. This is not in accordance with the recommendations of the sf2h, nor with the establishment protocol. The establishment protocol indicates a 4-step protocol with betadine or chlorhexidine. Decision of the coordinating doctor and pharmacist: continue to use the device but set up a system to keep track of the batch number of catheters inserted. Additional actions: I went to all the departments on the site that day to reiterate the message of good antisepsis practices in 4 steps, indicating that this is the establishment's protocol and that it must be respected. After discussion with the caregivers, I noted that antisepsis with 70° alcohol is also carried out in other departments on this site. I therefore reminded them of the establishment's protocol and insisted on its interest. I insisted on rinsing the device after the passage of glucose solutions. I indicated that the coordinating doctor had decided to keep the device in place for only 48 hours because of the difficulty in absorbing it on the same site for 4 days.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems were involved with an adverse event without an identified device problem. The following information was provided by the initial reporter: complications occurred for a number of patients had when using the saf-t-intima catheter for a subcutaneous route. During the training sessions carried out in april and may 2021, we presented the handling of the device. During the april sessions all the carers handled the device. We indicated that it was necessary to respect the institution's antisepsis protocol. We indicated that it was important to rinse with 3ml of sodium chloride after the passage of glucose solutions and intermittent therapies. This is because glucose crystallises and causes redness and itching at the puncture site. Accumulation in the absence of rinsing causes an alteration in the state of the skin and can lead to necrosis, a fact mentioned during training sessions. Some nurses had told me during the follow-up training in may that rinsing was not done due to a lack of time or too heavy a workload. A meeting with the coordinating doctor of the ehpad services, 2 service managers, 2 pharmacists and an intern, 2 nurses of the operational hygiene team and myself allowed the presentation of the clinical context of the patients. 7 patients presented with hyperthermia on sunday 18/7 simultaneously on a wing of a usld service. The saf-t-intima catheter had been in place for 24 or 48 hours except for one patient who had had her catheter for 96 hours. Two reports of adverse events were made to the establishment's pharmacy for redness at the puncture site and hyperthermia. Of the 7 patients, 3 patients presented a positive ecbu. Two patients still have a large purulent abscess at the puncture site, including one patient who has two abscesses on two different sites (shoulder and thigh). The other patients had redness at the insertion point. Most of the fluids administered in this institution are glucose-containing fluids. The doctors do not wish to change the type of fluid because of the sodium chloride intake, which would be double the daily intake of a person on a normal diet. The batch number and expiry date of the catheters inserted were unknown. We met with two nurses from the department concerned and discussed care practices after the multidisciplinary meeting. The antisepsis carried out in this department is an antisepsis made with 70° alcohol. This is not in accordance with the recommendations of the sf2h, nor with the establishment protocol. The establishment protocol indicates a 4-step protocol with betadine or chlorhexidine. Decision of the coordinating doctor and pharmacist: continue to use the device but set up a system to keep track of the batch number of catheters inserted. Additional actions: I went to all the departments on the site that day to reiterate the message of good antisepsis practices in 4 steps, indicating that this is the establishment's protocol and that it must be respected. After discussion with the caregivers, I noted that antisepsis with 70° alcohol is also carried out in other departments on this site. I therefore reminded them of the establishment's protocol and insisted on its interest. I insisted on rinsing the device after the passage of glucose solutions. I indicated that the coordinating doctor had decided to keep the device in place for only 48 hours because of the difficulty in absorbing it on the same site for 4 days.